Manufacturer narrative:
The device is currently being evaluated; the MFR wil file a follow up report detailing the results of the eval once it is completed.

Event description:
A report was received that stated a pt received insufficient local anesthesia when the listed med device was used. It was necessary to place pt under general anesthesia during the procedure. No adverse effects to pt reported.